Event description:
The device was prepped according to i.f.u. And advanced over a guidewire to create a tips extension. The stent was left flush with the ivc. A 10mm pta balloon was inflated inside the stent which dislodged it because the hepatic vein was dilated. The stent migrated towards the right atrium of the heart, so the physician snared the stent, pulled it up to the right internal jugular and the surgeon removed it uneventifully.